Event description:
Patient was revised. Reason for revision is unknown.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigaton closed.

Event description:
**Update**(B)(4) 2013 - litigation received alleging that the patient suffers from pian, weakness, swelling, and elevated blood levels of chromium and cobalt. There is no new additional information that would affect the outcome of the investigation.

Event description:
Update: (B)(6) 2013 - plaintiff¿s preliminary disclosure form was received, which identified part & lot information. The complaint and associated mdrs were updated.

Manufacturer narrative:
Depuy still considers this investigation closed.